Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 558 mg/dl treated with manual injection and the insulin pump alarmed compromised force sensor system. During seating the force sensor did not detect the reservoir. The customer did not mention symptoms of their blood levels. The customer was treated with manual injection. The customer also reported that the insulin was squirting during manual prime process. Drive support cap was protruded. Troubleshoot for high blood glucose was declined by customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test and displacement test. Unit alarmed compromised forced sensor at 3.5 lbs during during prime test and motor error alarm during basic occlusion test due to loose / flush drive support disk. Unable to perform occlusion test or excessive no delivery test due to compromised forced sensor alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.